Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 600mg/dl. The customer stated she took 35 units in a two hour and thirty minutes time frame. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test passed. Advised the caller that the device was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.